Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating there was a problem with the speaker. It is unknown if the device produced audible sound or not. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.